Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a318. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge was received unfired. In addition seven reloads were received. The reloads ( b, c and d) were received fully fired. The reloads (e, f, g and h) were received sterile. The device was tested for functionality in the straight position with a returned reloads (e, f, g and h) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Four photos were provided: the pictures show tissue with staples present. Two staples can be seen not fully formed. Based on the condition noted on the staples, the event describe is confirmed; however, no conclusion or root cause could be determined. Additional information received: the surgeon had just stapled the cava and after a couple of minutes put his hand in and said the staple line had given way. There was no problem with the 2 previous firing staple lines. Gun was loaded easily, swished vigorously between firings. Seemed to close and fire as usual. The patient had previously had tips procedure (transhepatic intraportal shunt) a year or so ago. This was to equalize the pressure between portal vein and right hepatic vein (rhv) this pressure had caused encephalopathy and other problems hence the need for a liver transplant in this (B)(6) man. The incident happened in segment 6 vein on cava scans had shown that the stent was sticking out of the rhv so the surgeon had intended to clamp-cut ¿ oversew but at the time of the operation the stent was found to be inside the liver and so the surgeon decided to staple the rhv using the pvs the surgeon remarked to me that the tissues felt stiff and possibly the tissues were thicker. The stent was not in the jaws. The pvs closed and fired as usual, no difference to the previous firings of the pvs on this patient. The surgeon did wait 15 seconds after closing and before firing the pvs. Everything seemed to be fine then 2-5 minutes later the surgeon put his hand behind the liver, he felt it give and there was audible bleeding. As the patient already on bypass it was a significant problem but not as problematic as it could have been. Another surgeon was called in from home and he came and stitched it. The procedure was changed from a cava-cavostomy to a cava replacement. The surgeon says the staples looked well-formed b¿s but the tissue just parted between the staples. The result of this incident is that the patient lost an extra 500-700ml blood and the procedure was delayed be up to an hour so the donor implant liver would have been warmer than usual and the patient would have been colder than normal the liver did not produce bile straight away so a t tube was put in bile duct and a temporary closure was performed. Then 2 days later patient was still ok and on day 3 the patient went back to theatre to complete the biliary anatomy and have a wash out. The patient is still in situ but ok. The hepatic vein was stented 1-2 years ago. Due to the pressure in the hepatic vein the stent was pushed out of the vein. Paul asked if there would have been any tissue consequences of placing the stent in the first place or subsequent stent movement caused any difference to the tissue such as a build up of scar tissue. The surgeon could not rule this out but had the sense that the vein was fine, and the tissue was no thicker or more friable than usual. The instrument felt and sounded as normal on firing. However, the hepatic staple line held but the ivc side dehisced it isn¿t known if there were staples on the ivc side or not. Staples that were observed were formed b¿s. It was said that the hepatic vasculature was already compromised, hence the need for the patient to have a liver transplant in the first place. The surgeon did not feel the device had failed at the time on firing as the staples were formed b¿s. The hospital is not saying that the event was caused by failure of the device, but they just need to establish what has happened. Additional information requested and received: what was the approximate width of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. Due to the tissue thickness mentioned in the additional information, does the surgeon believe that the tissue was compressible to 1mm? Yes. Does the surgeon believe an alleged deficiency of staple led to the bleeding? If so, why? Not sure. What other structures was the pvs device used on during the procedure? Were any difficulties encountered? Device fired as per normal. What is the current patient status? On 26th feb the surgeon said slow recovery but getting there.

Event description:
It was reported that during a liver transplant on sunday evening and used the echelon flex powered vascular stapler (35mm). At the time of use the stapler seemed to work fine, there was no obvious problems with the power or the stapling technique; however, later on in the procedure, the surgeon had reported that the caval staple line ¿gave way¿ causing the patient to bleed heavily and having to get another consultant in during the middle of the night to control bleeding. It then also ¿gave way¿ from a previous staple line used on.